Event description:
Customer reportedly, obtained results of 118mg/dl, 254 mg/dl, 170 mg/dl, and 313 mg/dl on the aviva system within 10 mins. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.